Manufacturer narrative:
Broken battery tube threads noted. Insulin pump received with completely broken off reservoir tube lip; tested with a test p-cap and p-cap did not lock in place properly. Unable to perform displacement test due to damaged reservoir tube. Missing reservoir tube o-ring, minor scratches on lcd window, scratches on reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken at the battery compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.